Manufacturer narrative:
Initial.

Event description:
It was reported that the patient experienced episodes of hyperglycemia while using the ilet system, with glucose values rising to 229 mg/dl and 256 mg/dl, without an identified cause and without associated symptoms; troubleshooting and education were completed, and an ilet alert at 256 mg/dl was noted. Symptoms included no reported clinical manifestations. Outcomes included no reported injury, medical intervention, or hospitalization. Investigation included case review and user troubleshooting. Investigation of this case revealed no device malfunction identified and no component failure reported, with the event characterized as hyperglycemia of unclear cause. It was concluded, based on previously established findings for similar reports, that the cause was undetermined and could not be conclusively linked to the device. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.